Manufacturer narrative:
The failure for not working correctly was confirmed as heat was confirmed by the technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the bearings were damaged.

Event description:
It was reported that during equipment testing by the customer at the user facility, the core impaction drill, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the core impaction drill, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.